Manufacturer narrative:
Medtronic received the following information from the journal article entitled: the diagnostic and treatment challenge of type iiib endoleaks rodolfo pini, gianluca faggioli, chiara mascoli, antonio freyrie, mauro gargiulo and andrea stella journal of vascular surgery cases 2015 volume 1 issue 4 https:// doi.org/10.1016/j.jvsc.2015.07.009. Year of event: year valid. Implant date: year valid. If information is provided in the future, a supplemental report will be issued.

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 55mm abdominal aortic aneurysm. Four-year follow cts and dus identified a possible type ib endoleak, however intraoperative dsa confirmed that there was a type iiib endoleak from the endograft body. An endurant aortouni-iliac device was placed to exclude the type iiib endoleak. A fem-fem bypass was also carried out and the left external iliac artery occluded. The endoleak was reported to be resolved.